Event description:
It was reported to philips that the 12-lead would not show anything. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was unable to be duplicated. Upon conclusion of the evaluation, the fse was unable to duplicate the reported problem. Operational testing was conducted and the device passed all required testing with no replacement parts required. As the reported problem was unable to be reproduced, the cause could not be determined. Philips is unable to rule out that a malfunction did not occur. The device remains at the customer site and no further evaluation is required at this time.